Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high," with a specific value potentially reaching approximately 560 mg/dl. To address the high blood glucose, the customer administered a correction injection via manual insulin delivery and boluses. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin usage. There was no assistance required from a third party.